Event description:
Device 2 of 2 (refer to MFR's report number 1627487-2008-00026 for device 1). The pt was implanted with a scs sys in 2008. Post-operative the pt was ambulatory. It was reported that on six days later, the clinical specialist met the pt during an office visit to turn stimulation on. The pt arrived in a wheelchair for the appointment and pt stated, he could no longer walk or stand. Md had pt admitted into hosp for testing and rehabilitation. It was reported through follow-up that the pt's leg weakness was caused by nerve compression and that the surgery did add to the compression of the nerve. It was reported lead explant surgery was planned. During surgery, the surgeon was able to remove some spine to decompress the nerve and that the lead was not explanted as planned. Pt remains in the hosp until physical therapy is completed and that stimulation will remain off until pt is out of the hosp.

Manufacturer narrative:
Eval results: all records were reviewed and were found to meet specifications. Conclusion: the device is still implanted. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Defers to the pt's physician regarding medical history.